Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A materials manager reported that following an intraocular lens (iol) implantation procedure, the iol was defective. The iol was exchanged for the same model with a difference of 1.5 diopters of power approximately two months following the initial implantation. Additional information was requested.